Event description:
It was reported that two unknown screws backed out of an unknown fixation plate on the manubrium. The original implant date was an unknown date during (B)(6) 2015. Four screws where reported to have initially been implanted along with the plate during a sternal fixation procedure. The surgeon reported that he suspected that it was patient non-compliance rather than a device failure which led to the two screws backing out. The revision was performed on (B)(6) 2015 and all four screws and the plate where removed at this time. It was reported that the hardware was easily removed without surgical delay. The revision surgery was successfully completed. This report is for two unknown craniomaxillofacial screws. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). This report is for two unknown craniomaxillofacial screws. Date of implant was reported as an unknown date in (B)(6) 2015. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.